Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015 at 01:30pm. The patient detailed that she manages her diabetes with an insulin pump and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms however stated that at 02:30pm on (B)(6) 2015, she administered a glucagon injection. At the time of troubleshooting, the cca noted that it was not the first time the meter had been used and that there was no apparent misuse of the meter. The meter did not power on when prompted by pressing the power button or by inserting a test strip. The issue was not resolved with training. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention from a healthcare professional for an acute episode of either of these conditions. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.